Event description:
It was reported that during an unk procedure, the device failed when trying to open the handles. It was not reported how the procedure was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 04/06/2009. Info anticipated, but unavailable at this time.